Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise and inappropriate auto mode switch episodes. The noise could be reproduced with isometrics and could not be programmed around. All other electrical lead measurements were within range. The patient was asymptomatic and the physician elected to continue to monitor the patient.